Event description:
Lead integrity due to variable rv threshold measurements. Rv threshold was variable in the old device (B)(6) this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).